Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) lead shock impedance high within range. The device remains in service. No additional information is available at the moment. No adverse patient effects were reported.